Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium result on the architect analyzer. The following data was provided: initial 8.5 mmol/l, repeat 4.4 and 4.4 mmol/l, recentrifuged and repeated between 4.5 and 4.6 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction was identified for the ict module ln 2p32-50 lot 76299un16 expiration 08/01/2018 as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.